Event description:
It was reported that prior to start post anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that they experienced error 41066 on arm 3 during docking to the patient. The site attempted to acknowledge the error multiple times, but it did not clear. The tse log review revealed errors 23087, 23118, and 23138, indicating an issue with the encoder in the distal set up joint (suj) on arm 3. The tse instructed the customer to power cycle the system. Although the system powered up without error, it faulted immediately when the patient clearance button on universal surgical manipulator (usm) 3 was used. The site continued the case using three arms. The procedure was converted to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the error kept reoccurring. The procedure was converted to another dv system. There was no injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set up joint (suj) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The distal set up joint (suj) was evaluated by the failure analysis (fa) team. This failure analysis was performed, and the reported issue was confirmed and replicated. In lighthouse, error 41066 indicating invalid state transition, coupled with error 23138, pointing to the tornado axis, indicating either that motor encoder is loose and moving while the motor is stationary or that the hall signal is frozen or disconnected. Upon visual inspection no issues were found related to the reported event. Installed the distal onto a golden system where error 23138 occurred on startup. Tested the distal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. Based on these findings, failure analysis determined that the motor rotor and axes controller tornado (act) board are consistent with the reported event and could be the potential root causes for this issue.